Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 or unexpected insulin flow blocked alarms noted. However, device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump alarmed error in the motor was detected by reading unexpected value from hall sensor. Customer was able to clear the alarm and able to rewind the pump. Assisted with performing a displacement test and self test was failed. No harm requiring medical intervention was reported. Insulin pump had insulin flow block alarm. The insulin pump will be returned for analysis.